Event description:
After 7 years of cochlear implant use, this pt reportedly experienced a decline in performance. His external equipment was swapped out and his device was reprogrammed. However, the problem was not resolved. He was scheduled for explantation/reimplantation surgery in 10/24/2005.